Event description:
It was reported that following an angiogram, an angio-seal was selected for use in the right femoral arteriotomy. One hour later, the patient complained of pain and a small indention was identified at the puncture site. The angiography showed that there was a persistent dissection with slow flow. The patient had a discussion superior to the angio-seal site, and a balloon procedure was performed. A second angiogram from the left side was done and some of the flap was pushed against the wall with a balloon. Five days later surgery was performed to treat the persistent dissection. The inguinal ligament was lifted and the external iliac artery was dissected. The patient was heparinized. A longitudinal incision was made in the area close to the bifurcation and it became apparent that there was a flap that was everted and floating inside the artery. The remaining artery appeared to be very soft. There was also a hematoma between the wall of the artery and the intima. There were good pulses in the profunda and good pulses in the superficial femoral. Further incision was made in the thigh to extend the previous incision. Hemostasis was achieved. The patient tolerated the procedure well.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction of use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.